Event description:
It was reported by a vns pt that his depression is "coming back" and he suspected that vns generator's battery has depleted. The pt hasn't seen a physician for several years and planned to see one. Good faith attempts with pt's prior physician has been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "30-day" on initial report.

Event description:
On (B)(6) 2011, the vns patient's prior physician reported that this is no longer his patient. It is unknown what physician the patient is going to see, therefore no further follow up can me made at this time. If further information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2012, when the vns patient reported that 6 years ago was the last time his vns was checked. He stated that he thinks the battery may need to be replaced as he has been experiencing an increase in depression. The patient stated that he also reported it last summer when he began having these symptoms. The patient further mentioned that he was hospitalized last (B)(6), as a result of the increased depression. The patient reported that last year, he never followed up with a physician as he had no insurance. He stated that although he was hospitalized in october for the worsening depression, he is stable now and thinks his device is still working, but wanted to know if the dosing could be changed if needed. Patient mentioned that he would try to get an appointment with a physician to have his device checked.